Event description:
It was reported that the patient presented remotely via merlin. Net. The transmission showed that there were automatic mode switch (ams) episodes from noise over-sensing on the right atrial (ra) lead. Programming changes were discussed, but not made. No intervention was performed. The patient had no adverse consequences.